Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. The customer was instructed to remove the battery for five minutes and to insert a new battery, but the device is still frozen with no advancement of the time. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.